Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were cracked. This was noticed during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: device manufacture date: 06/16/17- 06/23/17. The device was received for evaluation. A visual inspection was performed and a crack was noted on the bottom of the minicap. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.